Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On (B)(6)2026, it was reported that the patient was hospitalized for dka. The issue cannot be remembered but he alleged the problem was due to dexcom. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an unspecified malfunction/issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient was hospitalized for dka. The issue cannot be remembered but he alleged the problem was due to dexcom. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.